Event description:
Additional information: it was reported that the patient expired on (B)(6) 2018. The cause of death was multi-organ system failure. The death was not considered to be device related and the device was working as expected.

Manufacturer narrative:
Section d11: a concomitant medical product was in use during the time of the patient's death, but could not be added because the device serial number was requested but was not provided. This heartmate ii left ventricular assist system was in use from (B)(6) 2018 to the patient's death on (B)(6) 2018. Additional information: manufacturer's investigation conclusion: although the reported pump stoppages were confirmed via the submitted system controller log file, the cause could not be conclusively determined. The submitted log file showed multiple pump stops with corresponding low speed and low flow hazards. The captured events occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient underwent a pump exchange on (B)(6) 2018. Per the vad coordinator, the pump will not be returning for evaluation. It was reported that the patient expired due to multi-system organ failure. The death was not considered to be device related and the device was working as expected. Requests for additional information, including the serial number of the lvad at the time of patient death, were sent; however, no additional information has been received at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous driveline replacement was reported under medwatch MFR report# 2916596-2016-02003. Approximate age of device - 5 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported device interrogation revealed several pump stoppages beginning on (B)(6) 2018. The patient was admitted to the ICU on (B)(6) 2018 and remained on an ungrounded power module patient cable with no further events. The manufacturer's technical service representative reviewed the submitted log file and confirmed multiple pump stoppages while the lvad was attached to a power module, but no further stoppages after (B)(6) 2018 when lvad connected to battery or ungrounded patient cable. It was mentioned that almost the complete length of the driveline had been previously repaired and there was not enough space to attempt another external distal end driveline replacement. The patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list driveline wire damage as a potential wire/shield breakdown that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.